Event description:
It was reported the hand piece is being returned because it is not working. The biomed explained to the customer troubleshooting can be done over the phone. The caller insisted the hand piece be sent back for checkout.